Event description:
Boston scientific received information that the patient received inappropriate shocks. The monitor only zone was turned off and duration in ventricular tachycardia (vt) was increased. The sustained rate duration (srd) was also turned off. The patient was stable but with elevated heart rate. The device remains in service. No adverse patient effects were reported.additional information from the field representative confirmed that the inappropriate shocks did exhaust therapy. No allegation or permanent patient harm or serious injury was reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications, with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.